Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they took a shower last night and they can feel the leads under the skin on her spine that coiled up and it is very sensitive to anything touching it or a lot of movement. Patient stated they are chronically ill and lost a lot weight a few years back and the implant stopped working after that and they don't know what happened. Patient mentioned they got a call a few months back about the battery needing to be replaced due to the battery longevity but they dont' recall who called them. Patient mentioned they contact the rep they had years ago but did not get a response back. Patient reported her back was tender and sensitive for awhile around the ins area. Patient stated there is two inches of wires sticking out of her skin and she need to see a doctor (hcp) and rep. Patient stated she is very scared. Patient stated she is an amputee and she don't want to deal with this. Patient stated she maybe going to the ER because she cannot wait to see hcp due to insurance, it will take a long time to see hcp. Agent asked patient when they noticed the leads curled up and patient said it had tenderness there for a while but they couldn't distinctly feel the wire until last night. Patient service reviewed reps role and provided nas number for healthcare provider to call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.